Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field service representative could not determine a cause for the issue. He did performance testing which was within specifications. A specific root cause could not be determined. In evaluating the data provided by the customer, it was determined that there were small result variations that occurred in a concentration where the assay has a high cv. The sample, which was frozen and thawed, and a different reagent lot also influenced the results.

Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on four patient samples. The results were generated as part of a lot to lot comparison, generated between (B)(6) 2012. All results are in ng/ml. On (B)(6) 2012, patient 1 had an original result of 0.033, accompanied by a data flag, with reagent lot 16765901. This result was reported outside of the laboratory. Patient 1 was re-run with reagent lot 16887901, and generated a result of 0.012. There was no adverse event. On (B)(6) 2012, patient 2 had an original result of 0.022 with reagent lot 16765901. This result was reported outside of the laboratory. Patient 2 was re-run with reagent lot 16887901, and generated a result of <0.010, accompanied by a data flag. There was no adverse event. On (B)(6) 2012, patient 3 had an original result of 0.037, accompanied by a data flag. It is unknown what lot of reagent was in use. Patient 3 was re-run on (B)(6) 2012 with reagent lot 16887901, and generated a result of 0.017. It is unknown what result was reported outside of the laboratory. It is unknown if there was an adverse event. Clarification has been requested. On (B)(6) 2012, patient 4 had an original result of 0.029. It is unknown what lot of reagent was in use. Patient 4 was re-run on (B)(6) 2012 with reagent lot 16887901 and generated a result of 0.011. It is unknown what result was reported outside of the laboratory. It is unknown if there was an adverse event. Clarification has been requested. The tnt stat reagent lot in use was 16765901, with an expiration date of 04/30/2013. The tnt stat reagent lot in use was 16887901, with an expiration date of 08/31/2013.

Manufacturer narrative:
The lot of tnt stat reagent in use for patient 3 on (B)(6) 2012 was 16765901. The original result for patient 3 was reported outside of the laboratory. There was no adverse event. The lot of tnt stat reagent in use for patient 4 on (B)(6) 2012 was 16765901. The original result for patient 4 was reported outside of the laboratory. There was no adverse event.